Event description:
A customer observed a false positive result for a patient sample with the vitros troponin I es assay on their vitros eci immunodiagnostic analyzer. The sample was assayed twice on the vitros eci analyzer using the same lot of reagent and variable results were obtained. Additionally the sample was assayed on the alternate method for troponin I and a negative result was obtained. A patient result was reported during this event and a medical procedure (angiogram) was ordered based on the false positive result, a followup call determined there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer was asked to provide datalogger files that spanned the event but has yet provided this data. An ocd field engineer is scheduled to go on site to obtain the files. The customer did not provide further details regarding the reporting or description of the false positive sample. The customer was unwilling to provide documentation regarding quality control results for the day of the event. The customer did state that the quality control was within expected ranges for the day of the event. Because of insufficient documentation provided by the customer, no definitive root cause was able to be determined for this event.